Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported low flow alarm could not be confirmed as no log files were submitted for review; however, according to the account, the cause of this alarm was cardiac arrest. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. This IFU lists bleeding, right heart failure, respiratory failure, and other neurological events (not stroke related) as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, the IFU states that right ventricular failure may develop shortly after pump implantation and outlines the associated treatment options. The IFU also addresses all pump parameters, including pump flow. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This IFU notes that changes in patient condition can result in low flow. Furthermore, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the respiratory event resolved on (B)(6) 2023 and the patient's bleeding resolved on (B)(6) 2023. Transthoracic echocardiogram (tte) confirmed hematoma around right ventricle caused heart compression, which required cardiopulmonary resuscitation. The low flow alarms were caused by cardiac arrest. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter: address (B)(6).

Event description:
It was reported that the patient was implanted (B)(6) 2022 and remained in hospital for rehabilitation post operation. On (B)(6) 2023 the patient experienced tachypnea and dyspnea. It was suspected that this was due to a cardiogenic event such as decreased contractility as seen in an echocardiogram. The patient was transferred to the critical care unit for a blood transfusion and developed metabolic acidosis which led to a seizure event. The left ventricular assist device (lvad) alarmed for a low flow alarm which was shortly followed by the return of spontaneous circulation. The patient was intubated and put on a vasopressor. Blood pressure and flow were not maintained so a veno arterial extracorporeal membrane oxygenator was inserted. A hematoma was found around the right ventricle, and it was removed on the same day. The event resolved on (B)(6) 2023.